Event description:
It was reported that the right atrial lead (ra) and the right ventricular lead (rv) exhibited oversensing noise causing pacing inhibition. Both leads were explanted and replaced. The patient was in stable condition.